Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer inadvertently entered 130 grams instead of 10 grams into the bolus delivery menu. The customer disconnected the infusion set site after 13 units of insulin had been delivered. Reportedly, the customer ate a larger breakfast to cover insulin that had been delivered. Customer's blood glucose was 88 mg/dl.